Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging ¿experiencing frequent warnings on the pump¿. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-nov-2018 with the following findings: during investigation, the pump was ran for a minimum of 24 hours with no errors, alarms or warnings were duplicated. The complaint regarding frequent warnings was reported on (B)(6) 2016. The pump was in use until (B)(6) 2018 , there fore black box and pump date from 2016 is no longer available.